Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that since implant the implant had not worked for the patient. They tried using it for 2-3 months but it never worked for them and "tickled" them. The consumer could not remember the last time that the implant had been charged or the last time stimulation was felt. It was also noted that they did not know where their external equipment was. The patient was directed to a health care provider (hcp). No further complications were reported. Additional information was received from the patient. Patient repeated previously reported information; caller reported never having therapeutic benefit from the stimulation therapy. Caller stated as a result they had the system removed (approximately 3 years after it was implanted). Caller said that the first day after the surgery, they could feel a tickling sensation and it kept tickling them so they stopped using it. Caller added it didn't stop the pain. Agent asked if the lead was left in the patient's body and patient said that everything was removed.